Event description:
It was reported that, "pt revised in 2008 for failed ceramic about 1 year ago. Pt was taken for for washout b/c of pain & found to have significant "black fluid" still present. Recently pt wound up presenting with black drainage from wound & was taken back to or. Once opened liner & head showed wear. Surgeon decided to exchange. When pulling out liner, the cup came loose. Decision was made to remove stem also."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.